Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit shuts down. The issue was discovered during use on the patient. There was no countdown to power off. There was no alarm. There was no harm or medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit shuts down.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.